Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1996. The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the device logs revealed no system errors, anomalies, hardware device failures or iipv (increased intraperitoneal volume) events that could have caused or contributed to the reported event. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported event. The device passed both the homechoice rite (returned instrument test evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. The device passed internal and external visual inspections. Review of the device service history and device history record revealed no issues that could have caused or contributed to the patient passing away. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. Fourteen days prior to receipt of this report, the patient went into a nursing home for hospice care. The cause of death was not reported. It was reported that pd therapy was ongoing. It was not reported if an autopsy was performed. Additional information was requested, but is not available.